Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer failed. A technical support specialist (tss) restarted the aio, then power cycled it by unplugging and reconnecting the unit. Further the tss reinstalled the printer driver and performed another restart to ensure proper initialization. Then a full reset was performed and concluded the repair by printing a test page. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini printer was printing a mirror image, and instead of the paper feeding out normally, it was rolling back into the machine. The customer confirmed that this issue occurred consistently after every power outage. However, there were no delays, adverse events or injuries reported based on this event.